Event description:
Patient presented to the physician with ongoing fluid discharge from the neck incision site. Physician prescribed antibiotics twice, which resolved the issue. Patient presented back to the physician with fluid discharge at the chest incision site. Physician suspected an infection and prescribed antibiotics. Patient presented back the physician with the ipg eroded through the skin at the chest incision. Physician brought the patient into the or and confirmed that both incision sites were infected. Physician removed the entire inspire system, irrigated the incision pockets with saline, removed the infected tissue, and closed. Physician prescribed antibiotics after the procedure was completed.